Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege the following: following his surgery, patient began suffering from discomfort and pain in his hip. Patient is currently in severe pain, and hears a popping and cracking sound from his hip. He has been prescribed pain medication by his physician. **update** (B)(4) 2012- plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.